Event description:
It was reported that the 9600+ sys c-arm will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Repaired the sram card. The sys was tested and found to be working as intended and placed back into svc.